Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the vertek arm passed vertical and horizontal load forces. No problem was found. If this infomration had been available at the time of the initial report this event would not have been considered a reportable malfunction based on the fully functional returned instrument.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement articulating arm shipped to site 04/14/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site navigation system articulating arm that would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.